Event description:
It was later reported the patient was admitted on (B)(6) 2025. The patent was said to have had a chronic mrsa driveline infection with no new growth from blood cultures during stay. The patient also had leukocytosis and a syncopal episode during the time. It was reported that the patient had since passed away.

Manufacturer narrative:
B2 - outcomes attributed to adverse. Updated. B3 - date of event. Updated. B5 narrative information updated. H1 - type of reportable event updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted around (B)(6) 2025 with a driveline infection and had continued antibiotic treatment.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of syncope could not be conclusively established through this evaluation. The patient ultimately expired, refer to MFR. Report # 2916596-2025-04288 regarding the patient¿s outcome. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.